Event description:
Follow up information received identified the patient's scs ipg pocket was revised, and the issue of pain at the ipg site addressed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient complained of pain at the drg ipg pocket. The doctor ordered an x-ray and determined the ipg was superficial. Surgical intervention may be taken to address the issue.